Event description:
It was reported from the critical care that the devices shutdown unexpectedly during an epinephrine infusion programmed at a rate of 0.9ml/hr for a volume to be infused of 133.207ml. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: after failure investigation, it is determined that pcu 8015 is no longer a suspect. The customer¿s experience that the devices shutdown unexpectedly was confirmed in review of the logs, attributed by a channel disconnected event. Results from the iui test method performed on the customer returned devices did not result in any channel disconnections while performing ambulation testing when devices were connected to the left side female iui. Physical agitation was also performed on the suspect/affected devices with no alarms or anomalies observed. Results from the iui test method performed on the returned system did not replicate the channel disconnection when attaching the devices to the pcu female iui. The probable root cause of the customer¿s complaint that the devices shutdown unexpectedly during an epinephrine infusion is believed to be the result of a power loss caused by damaged ribs on the pump module male iui connector. Device history review: a review of the device history record showed the device had a manufacture date of 08/06/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the s/n (B)(6)which confirmed there were no similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported from the critical care that the devices shutdown unexpectedly during an epinephrine infusion programmed at a rate of 0.9ml/hr for a volume to be infused of 133.207ml. There were adverse effects caused to the patient from the event.